Event description:
Discordant sodium, chloride, and potassium results were obtained on patient samples on the dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The samples were rerun multiple times and the results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium, chloride, and potassium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that the integrated multisensor technology system should be bleached, which was then done. The fse also replaced a sensor and ran the dilchk. The fse then corrected the bias on the dilchk so that it was acceptable. The customer was reminded how correct the dilchk factor. The cause of the discordant sodium, chloride, and potassium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.